Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements. There was no noise observed and the patient was not rv pacemaker dependent. A lead revision was performed. During the revision, the lead was removed from the device and tested via the pacing system analyzer (psa). The impedance measurements were normal; therefore, it was suspected that there was an issue with the device header. The lead was connected to the device again and remains in service. No further troubleshooting or interventions were planned. No additional adverse patient effects were reported.